Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
A reported by the sales rep via phone, as they set up pre-case they noticed that the hd epscp scope could not be focused. They already had another scope available to start the case. No surgical delay or patient harm.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the complaint device was received at the supplier facility and evaluated. The sales rep reported an issue of the device could not be focused. Per evaluation findings, this complaint can be confirmed. During evaluation, it was found that the distal tip and outer tube were damaged. Also, the field stop was loose and defective. The issues were resolved with spare parts and the device was found to be working according to the specifications after carrying out the repair activities. User mishandling and/or lack of maintenance can be the most probable root causes of the identified failures. The damaged and loose components of the device would have caused the reported focusing problem. A manufacturing record evaluation was performed for the finished device serial number (B)(6) , and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.